Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distibutor fieldservice engineer.cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury

Event description:
The reporter alleged that following completion of a surgical case, they versius system was packed away by the clinical team. After a short period of time the instrument bedside unit generated a high-priority alarm with a flashing red low battery indicator. Staff attempted to clear the alarm without connecting the ibsu to the console. There was no patient impact as the procedure had finished. No further information is available at this time. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.